Event description:
The lay user/reporter called lifescan (lfs) on november 13, 2007 alleging the one touch ultra meter was missing segments. The medical affairs specialist mailed a letter on november 19, 2007, since the user could not be reached by telephone for further clarification; therefore, this complaint was classified based on the customer care advocate (cca) documentation. The reporter stated, the meter issue began a couple of weeks ago. In 2007, at 7:00 a.m. The patient woke up feeling shaky and confused. She drank orange juice and ate breakfast and felt better. She reportedly took 1 less unit of humalin. The patient denied receiving medical attention following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. It would have been helpful to know if the patient was still able to test on the meter, her medication regimen, whether she had symptoms before bed, and the time it took for her symptoms to improve. This complaint is reported, as the issue was not resolved and the patient was found to be hypoglycemic after the reported use.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.